Manufacturer narrative:
The subject device was returned and evaluated . The device returned in a plastic red bag. Within this bag, the device was in the original inner packaging. The lot number confirmed was: kr197760. The device was returned without the stylet, biopsy adapter valve, or syringe. The handle lock was able to slide and lock, while maintaining its positioning as intended when locked. The connecting slider was able to slide back and forth as intended. The sheath adjuster screw was able to rotate and lock into positioning. The needle had dried blood and a dented distal needle tip. This is consistent with heavy usage. The sheath was also bent in multiple locations. When advancing the needle, there was resistance. The distal end of the sheath was torn, consistent with the event description saying they cut the sheath to check the needle. The needle was able to advance approximately 1.42 inches when fully advanced. The sheath was seen to have a few small tears near the distal end. The pebax was seen to be bunched within the sheath, possibly a cause for the resistance when extending the needle. The distal hypotube was not present during the evaluation. It was later confirmed through communication follow up with the customer that the hypotube was thrown away post-procedure and not left inside the patient. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. The observed failure is a known phenomenon likely resulting from forcing the device through resistance or putting the sheath through excessive range of motion. IFU (instruction for use) : page 13 of the device IFU ((B)(4)) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor complaints for this device.

Event description:
Customer reported with an issue of could not pass needle. It was reported during an unspecified procedure, two passes have been completed and the device would no longer come out. The user cut the device to make sure the needle would not fall out in the patient. According to the reporter, the hypotube came out when the user is cutting the sheath apart away from the patient and then just threw it away. The intended procedure was completed with a new device with no delay or injury to the patient. There was no patient harm or injury reported due to the event. No user injury reported.